Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
The following information was obtained from patient survey: this is the second tube put in. After awhile the little piece on the tube that secures the cap broke. Both times after a number of uses.